Manufacturer narrative:
Analysis of the returned sheath found both valves torn which compromised the valves ability to seal pressure and fluid within the sheath.

Event description:
It was reported that during the farapulse procedure to treat paroxysmal atrial fibrillation a faradrive steerable sheath clear was selected for use. There were no abnormalities during preparation of the faradrive steerable sheath clear. A dilator and 7f unknown manufacturer's mapping catheter was inserted into the faradrive steerable sheath clear prior to, and/or at the time, the air was observed. A pressure bag was used for the irrigation of the faradrive steerable sheath clear. The guidewire was inside at the tip of the catheter. During the first aspiration without a dilator no air was visible. The catheter was inserted and then air was drawn continuously during aspiration. Bubbles were observed during aspiration inside the syringe. The procedure was completed successfully by using a new faradrive steerable sheath clear. No patient complications have been reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the farapulse procedure to treat paroxysmal atrial fibrillation a faradrive steerable sheath clear was selected for use. There were no abnormalities during preparation of the faradrive steerable sheath clear. A dilator and 7f unknown manufacturer's mapping catheter was inserted into the faradrive steerable sheath clear prior to, and/or at the time, the air was observed. A pressure bag was used for the irrigation of the faradrive steerable sheath clear. The guidewire was inside at the tip of the catheter. During the first aspiration without a dilator no air was visible. The catheter was inserted and then air was drawn continuously during aspiration. Bubbles were observed during aspiration inside the syringe. The procedure was completed successfully by using a new faradrive steerable sheath clear. No patient complications have been reported. The product is expected to be returned.